Manufacturer narrative:
The history log for this device showed that the pad-pak was first successfully installed by the user in (B)(6) 2011 and performed to specifcation up to the (B)(6) 2015. A fresh pad-pak was installed during this time. Multiple manual power ups one of 10 minutes duration were observed in the device memory between the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.